Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd facslyric¿ 2l6c instrument waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: it seems that the red color of the reagent used before is mixed with the water in the tube, probably because it is leaking from the sit part. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that during use with bd facslyric¿ 2l6c instrument waste leaked outside of the instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: it seems that the red color of the reagent used before is mixed with the water in the tube, probably because it is leaking from the sit part. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 04apr2021 to date 04apr2022. ¿ complaint trend: there are 8 complaints related to the leakage of biohazard not contained within the instrument. Date range from 04apr2021 to date 04apr2022. ¿ manufacturing device history record (DHR) review: DHR part #651165 serial # (B)(6), file # 651165-651165-r651165000044-106109265-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was determined to be due to a dirty or clogged fluidics system. The customer had initially reported that they noticed a sit leakage staining the following tube red/pink. During the phone consultation with a tsr (technical service representative) the customer reported that the monthly cleaning had already been performed and there seemed to be no dripping during the sit flush. The cst had passed and the customer informed the tsr that they would clean the system again with a sit flush. As there was no callback from the customer after this communication, the issue was assumed to be resolved and the case was closed. No parts were requested for evaluation as there were no parts replaced. The instrument was reported by the customer to be functioning as expected. Although a leakage of waste material poses a hazard of contamination upon contact, the customer confirmed that they were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 15mar2019. Defective part number: n/a. Case comments: o ((B)(6) 2022 12:20 am) [ phenomenon it seems that the red color of the reagent used before is mixed with the water in the tube, probably because it is leaking from the sit part. We would appreciate it if you could contact us in return. [Details of telephone correspondence] montly cleaning was done on monday, and after that. There was also before. There is no excuse. It seems that there is no dripping during sit flush. Di water is pink. Cst has passed. Let me smoke facs clean with sit flush. Result waiting for a callback. O ((B)(6) 2022 12:17 am) it seems that the red color of the reagent used before is mixed with the water in the tube, probably because it is leaking from the sit part. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. O azure ID: (B)(4). O ID: (B)(6). O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir. O effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes, no. ¿ root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was determined to be a dirty fluidics system. ¿ conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was determined to be a dirty fluidics system. The customer reported that they had performed a monthly clean on the instrument already and planned to perform another sit flush. There was no callback from the customer so the repair was assumed to be the sit flush and after the cleaning the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.